Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd alaris¿ smartsite¿ extension sets were blocked during use. The following information was provided by the initial reporter: "I have had a department stating that the smartsites are not working correctly and the last 10 or so they have used have not been functioning properly."

Event description:
It was reported that 10 bd alaris¿ smartsite¿ extension sets were blocked during use. The following information was provided by the initial reporter: "I have had a department stating that the smartsites are not working correctly and the last 10 or so they have used have not been functioning properly.."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the product is not working correctly and/or functioning properly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number is unknown. The root cause of this failure was not identified as no product was returned. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue.